Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. A leak was observed on the exposed portion of the cannula during fluid path testing. The exact cause and timing of the damaged cannula could not be determined. No other damages or deficiencies that would contribute to the reported issue were observed.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod was leaking during wear.